Event description:
It was reported that the pacer dependent patient experienced a syncopal episode and fell. Due to possible head trauma she was hospitalized for evaluation. No neurological treatment was required. It was determined that the lead had dislodged. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.